Event description:
A customer reported experiencing a cartridge alarm 20 with their pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, as it remained below this threshold. Tandem technical support confirmed recurring cartridge alarms with consecutive cartridges and decided to replace the pump as a corrective action.